Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the complaint was not duplicated during the investigation. There were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was making ¿chirping¿ sounds and the screen was blank after receiving a call service alarm. It was noted that water was observed in the battery compartment after the patient was swimming on the day of the occurrence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.